Manufacturer narrative:
The reported field event of dislodgement and failure to capture were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. A chest x-ray revealed that the left ventricular lead had dislodged. The lead also exhibited loss of capture. The lead was removed and replaced. The patient was stable.